Event description:
Coiling treatment of an a-comm aneurysm. It was reported during coil manipulation, physician accidently bent the distal section on the pushwire which resulted in the coil detaching into the parent vessel. The patient's anatomy was tortuous, therefore, the coil could not be retrieved with a gooseneck snare. The procedure was ended. The patient was placed on heparin and currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.